Manufacturer narrative:
The user facility stated that the unit was removed from service following the event until a steris service technician could perform an evaluation. A steris service technician arrived on-site, inspected the unit, and identified that the s2 valve which connects the user facility steam supply to the sterilizer chamber required replacement. The technician replaced the s2 valve, tested the unit, and confirmed it to be operating according to specification. The unit was manufactured in 2004 and is under steris contract for preventative maintenance services. The unit was returned to service and no additional issues have been reported.

Event description:
The user facility reported their 16" sterilizer was leaking steam. No injury, procedure delay, or cancellation was reported.